Event description:
It was reported that the user was unable to attach and lock the cartridge during a supply change and replaced the infusion set and connector, then asked if the full, undamaged cartridge could be reused; the user received troubleshooting and education and proceeded without alerts or alarms. Symptoms included no reported clinical effects. Outcomes included no reported impact to health or required medical intervention. Investigation included a review of device operation and user troubleshooting guidance. Investigation of this case revealed user difficulty with cartridge attachment without evidence of device malfunction or damage. It was concluded that the event was related to user technique and that the device functioned as intended after education.